Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot number h14a07023 and h13k25083. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. During follow up, it was reported that the patient experienced a recurrent peritonitis and was hospitalized 14 days after first event for the event. The cause of the peritonitis was unknown. Treatment for the peritonitis was not reported. It was reported that the patient subsequently passed away due to cardiac failure, complications with pancreas and peritonitis. It was unknown if pd therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h14a07023 and h13k25083 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by extremely cloudy pd effluent, abdominal pain, vomiting, and nausea coincident with peritoneal dialysis (pd) therapy. Three days after the onset, the patient was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with unspecified antibiotics for peritonitis (dose, route and frequency not reported). After two days in the hospital, the patient was discharged. The patient was recovering from the peritonitis and dianeal therapy was ongoing. No additional information is available. This is report 1 of 2.